Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a sudden loss of stimulation/ therapeutic effect. The patient could also not charge the battery more than 50% full. Actions required as a result of this event was troubleshooting with a manufacturer's representative. At the time of this report the patient was alive with no injury. Upon follow-up the patient had met with the manufacturer's representative and interrogation of the device showed it was apparent it was discharged. The patient's inability to charge resulted in this problem. The charging process was reviewed and charging began in the clinic. The charger showed maximum coupling strength in the office. No patient outcome was reported. Follow-up is being conducted and if additional information is received a follow-up report will be sent.

Event description:
Additional information received reported the manufacturer representative spoke to the patient on (B)(6) 2015. It was verified that the patient was able to charge the device fully. The patient's stimulation was back to normal and working effectively. The patient lost stimulation suddenly because the device was discharged. The patient wasn't receiving stimulation therapy. But at the time of the report the device was fully charged and the patient was doing well.